Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article reviewed. Walsh as, pinjala m, lokanathan s, hossain s. Survivorship of the c-stem total hip replacement using the "french paradox" technique. J orthop. 2022 feb 4. Pmid: 35210719. Patient data: the mean age was 70 (30¿91), with 10% (33) of patients less than 60 years old. 59% (190) of patients were female, while 41% (131) were male. Depuy products: c-stem 9/10 taper stem, depuy head, charnley elite plus cup, marathon cup, depuy liner. Adverse events (n = number of patients was unspecified): (2) cup loosening ¿ revision, (3) recurrent dislocation ¿ 2 revision and 1 closed reduction, (1) stem mispositioning inadequate offset ¿ revision, (1) peri prosthetic femoral fracture ¿ revision, (1) infection ¿ revision, (n) trochanteric bursitis ¿ conservative treatment, (n) superficial and deep infection ¿ conservative treatment, (n) pain ¿ conservative treatment.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.